Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient undergoing a sacral nerve stimulation trial, which began on about (B)(6) 2016 and lasted for about 6 days. During the last few days of the trial, the patient started having pain in her hip. She took pain medication the whole time she had the device. The patient talked to her physician and they turned the stimulation off for 3 days. She was scheduled to have the device removed on (B)(6) 2016 but the physician was not available. The patient was very uncomfortable and wanted the device out. She talked to the manufacturer representative who instructed her on how to pull the leads out, so the patient removed them at home on her own. When she pulled the leads out, she noticed that one was shorter than the other. One was short and the other one was 28 inches. The patient stated her hip still hurt after she took the leads out. She was sore and took some more pain medication and on the day of the report, the medication was not helping at all. The patient stated she cannot sit on the other butt cheek. The patient was concerned about one lead being broken since it was shorter than the other one. The manufacturer advised that sometimes a lead may be more extended than the other but that only the physician should take out the lead. It was advised that she take all device components to her physician to evaluate. The patient acknowledged that the pain might not have anything to do with the device since it continued after it was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she did not believe the pain was related to the trial. The trial was going very well the first four days. Then she had to lift her husband and his wheel chair and it was after that she had the pain. She thought she felt something move, but was not really sure. The patient also mentioned a history of degenerative disc and that may have been part of it. She did follow-up and return the lead wires to her doctor. It took a few days, but the pain that she felt had gone now. There was slight tenderness at the incision that was getting better every day. She was planning on going forward with an implant when able.